Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. According to the patient, on (B)(6) 2025 the patient posted on social media, "please be careful, I know it works different for everyone mine was not working right and sent me into dka." No other details were documented. Dexcom technical support was unable to follow up with the patient to obtain further details and clarification regarding the incident, the patient did not provide any contact information. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.